Event description:
It was reported that following an emergent implantation of a bifurcated device and a suprarenal aortic extension, the patient coded post implant. Reportedly, the patient presented to the emergency room (ER) with ruptured aneurysm and the physician elected to treat the patient using an endovascular approach. A bifurcated device and a suprarenal aortic extension were implanted successfully; however, the patient had lost a lot of blood due to the aneurysm rupture and expired later the same day.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records or procedural CT images were not provided for clinical assessment. Based upon the investigation findings, the reported event is blood loss due to the pre-operative rupture. The device was not a contributing factor and was used off-label. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaint. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.